Event description:
It was reported that the whole pump system was removed in (B)(6) 2013 due to an infection at the wound site. No drug information or patient outcome was reported. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l75459, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received from the consumer (B)(6) 2015 stating that other than the infection becoming apparent, they could not identify the circumstances that led up to it. The infection had reportedly been resolved.